Event description:
It was reported that customer just received foley tray. They opened two of the kits of the swabs and there was no iodine on the swabs. They purchased from edge park, but they refused to replace, and they had to dispose because the product was no longer sterile. Customer requested replacement of 2 kits tray1 & tray2.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer just received foley tray. They opened two of the kits of the swabs and there was no iodine on the swabs. They purchased from edge park, but they refused to replace, and they had to dispose because the product was no longer sterile. Customer requested replacement of 2 kits tray1 & tray2.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.